Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review for batch 15281176 confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed and calcified target lesion was located below the knee in a moderately tortuous vessel. A 1.5mm x 20mm x 142cm coyote es otw balloon catheter was advanced and inflated until the balloon ruptured at 14 atm. The procedure was completed with a different device. No patient complications were reported and the patient status is good.